Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying ¿error 4 and error 2¿ messages. The complaint was classified based on customer service representative (csr) documentation and a review of the call performed by medical surveillance. A reporter for the patient explained to the csr that the patient began to obtain the ¿error 4 and error 2¿ messages on the subject meter on (B)(6) 2018 at 8.00pm and that she was unable to obtain a blood glucose reading. The reporter stated that the patient manages her diabetes with self-adjusted insulin doses (novolog 70/30; taken in the morning). The reporter explained that the patient ate ¿peanut butter and jelly and drank juice¿ in response to the alleged product issue. The reporter stated that on (B)(6) 2018, the patient became ¿cold, clammy and unresponsive¿, one hour after the alleged meter issue began. The reporter explained that she took the patient to the emergency room (ER) where she was treated by a health care practitioner (hcp) with ¿a shot and IV glucose¿. The reporter also stated that a blood glucose test was performed on the hospital meter and the patient obtained a reading of ¿41 mg/dl¿. At the time of troubleshooting, the csr noted that the reporter was unwilling to complete troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, for which she received hcp treatment, after she was unable to obtain a blood glucose reading with subject meter because of the alleged issue.